Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer¿s blood glucose level. Cts provided information to reset the pump, assisted the caller in doing so, and confirmed that the malfunction did not recur. The customer was advised to call back if the issue reoccurs and understood the instructions.